Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection).

Event description:
One resolute integrity rx drug-eluting stent was implanted in the mid lad during the index procedure. It is reported that a dissection occurred during stent implant and a second resolute integrity rx stent was implanted to treat the dissection.